Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a power issue. The patient did not allege any harm or injury because of the alleged issue. After the pump felt hot to touch, the patient reportedly replaced the pump's battery and noticed that the old battery was also hot to touch. The patient denied that the battery or battery compartment had any corrosion. He also denied that the battery cap and battery compartment were damaged. The pump was not reportedly exposed to moisture. After replacing the pump's battery, the patient alleged that the pump would not power on. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powered on appropriately to the verification screen. A rewind, load, and prime sequence was performed with no power issues occurring. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.